Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. The analyst indicated that the returned device had foreign material in the connector. (B)(4).

Event description:
It was reported that prior to implant a competitor's right ventricular (rv) lead and left ventricular (lv) lead would not fit into the header of the cardiac resynchronization therapy defibrillator (crt-d). The set screws were tightened and upon examination it was determined that the lead pins were not fully inserted into the header. It was also noted that impedances were high and non-capture was indicated. The set screws were backed out and the leads were removed from the header. The lead pins were attempted to be inserted into the header a second time to no avail. An alternative device was placed with no noted issues and proper lead function was confirmed. No patient complications have been reported as a result of this event.